Manufacturer narrative:
According to the complainant, the suspect device has been contaminated and is not available for return. Therefore no evaluation could be performed. If any further relevant information is received or the device is returned, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a procedure. According to the complainant, during the procedure, there was no electrical current running through the snare. Attempts to obtain more additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on february 13, 2015 noted that the colonoscopy procedure was performed on (B)(6) 2015. There were no complications reported and the patient condition was stable. The procedure was completed with a different device.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a procedure. According to the complainant, during the procedure, there was no electrical current running through the snare. Attempts to obtain more additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.